Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Starting with the second. Was the clip fully advanced into the jaws prior to firing? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. Does the patient have any relevant history of surgical treatments? Yes, lap cholecystectomy, colectomy. Did somebody other than the primary surgeon fire the instrument? No.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the first clip deployed on the blood vessel on the pyloris (closest to the antrum), was secure. The second, third and fourth clips were all ¿spitting¿ for the device. All the ejected clips were removed from the patient. A same like device was opened and the case has not been completed. There have been no patient consequences. No device returning.